Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Correction: aware date of supplemental report 1 inadvertently filed as (B)(4) 2018. Value should have been (B)(4) 2018.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the image acquisition system (ias) of the imaging system does not power on due to low battery voltage. Power enclosure keeps image acquisition system (ias) on when the system is turned off and the umbilical cable is removed. Representative replaced batteries and power enclosure board to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power enclosure has been received by the manufacturer for evaluation but the results are not available yet. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system would not power on. The charger enclosure was not charging the batteries. There was no patient present at the time of the issue.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.